Event description:
Customer reported that the clamps were not closing all the way.

Manufacturer narrative:
Customer reported the circumcision clamps contained in this tray "would not close all the way." It was reported that the actual device would be returned for evaluation, however, a representative sample was returned. This sample was forwarded to the manufacturer for further investigation which is pending as of the date of this report. The customer reported this same issue as two occurrences; the two circumcision clamps with the same reported issue were from two different manufacturers.